Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call stating that her blood glucose was in the range of 400mg/dl all day. Customer declined troubleshooting for high blood glucose. Customer also stated that the infusion set cannula was bent. The insulin pump will be returned for analysis.